Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the formed needle, soft cannula, or housing were observed that could have contributed to the reported infusion site infection. The exact cause of the reported infusion site infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed a skin infection causing swelling and itchy skin while wearing the pod between 49 and 71 hours on the leg. The patient was taken to their physician and were prescribed fusidate sodium (2%) ointment, twice a day, as long as site remains visibly red and hydrocortisone cream 1%, twice a day, only if rash presents.